Event description:
A malfunction alarm was reported, identified as "malf 3," and was not resettable. There was no reported information regarding an adverse impact on the customer's blood glucose level as the customer declined to answer. Tandem technical support decided to replace the malfunctioning pump, which was confirmed to be under warranty. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, understood storage instructions, and agreed to return the pump using a pre-paid label within ten days.